Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "jaws will not open." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Additional information not reported by site: the instrument was found to have a segment of the conductor wire sticking out from the conductor wire groove at the distal end. A loop wire is sticking out such that the wire protrudes above the grip groove. The conductor wire insulation appeared to be damaged. No material was found missing. Electrical continuity was tested and passed. Additionally, the instrument was found to have the life indicator with failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. A review of remotefe logs confirmed the instrument usage. A review of system logs for system sk3067 with a procedure date of (B)(6) 2020, confirmed a force bipolar instrument (pn# 470405/lot #n10191014-0113) was used during this procedure. The instrument has 10 lives allotted to it. There are no lives left. It was used for a little over 39 minutes in the last procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event were submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: conductor wire insulation was damaged with a passed electrical continuity test. While there was no report of harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that the 8mm force bipolar instrument jaws would not open. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.